Event description:
The customer reported that the system displayed intermittent error messages and required a re-boot. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call. The reported problem was resolved by the on-site engineer. No additional service information was provided.